Manufacturer narrative:
No patient involvement. Date the device became stripped is not known. Device is an instrument and is not implanted/explanted. Part #: 03.632.052, lot#: 6311733 (non-sterile) - locking stardrive screwdriver shaft t15-short qc. Quantity 12. Incoming final inspection meet specification. Universal punch certificate of compliance meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - universal punch, packaged by: (B)(4). Manufacturing date: 30-aug-2010. It was reported that during general inspection in sterile processing that a locking stardrive screwdriver shaft t15 short (part 03.632.052, lot 6311733, mfg 30-aug-2010) the tip was stripped. There was no patient involvement. The returned instrument was evaluated at customer quality and the complaint condition was able to be confirmed. The tip of the screwdriver was stripped as one of the blades was bent as a result of a clockwise force (insertion). Although the definitive root cause could not be determined with the provided information, it is likely that excessive force over the course of the devices¿ life contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Replication of the complaint is not applicable as the a visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were identified. The locking stardrive screwdriver shaft t15 (03.632.052) is noted in both the matrix deformity (j9698-d) and matrix degenerative (j9699-d) system technique guides. In both instances the device is one of two, the other being 03.632.055, drivers utilized for the tightening/loosening of screws with t15 drive recesses. Within the matrix system the screwdriver shafts are utilized for rod connectors, snap-on transconnectors and parallel-connectors. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during general inspection in sterile processing, a locking stardrive screwdriver shaft t15-short was found to have a stripped tip. There was no patient involvement. This report is for one (1) locking stardrive screwdriver shaft t15-short this is report 1 of 1 for (B)(4).